Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service visit and found no system issues. The customer did not observe precision issues with (B)(6) quality control (qc) results, however the patient sample showed imprecision on three different analyzers. The cause for the sample imprecision may be attributed to a pre-analytical issue with the sample itself, or the possibility of incorrect collection, spinning, and/or processing. No conclusion can be drawn. The instruction for use (IFU) states in the preparing the samples section: this assay requires 10 ul of sample for a single determination. This volume does not include the unusable volume in the sample container or the additional volume required when performing duplicates or other tests on the same sample. For detailed information about determining the minimum required volume, see the system operating instructions. Before placing samples on the system, ensure that samples have the following characteristics: · samples are free of fibrin or other particulate matter. Remove particulates by centrifugation (example: 1500 x g for 10 minutes; follow tube manufacturer's recommendations). · samples are free of bubbles or foam." The instruction for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus."

Event description:
A false (B)(6) advia centaur xp hcv (ahcv) duplicate result was obtained on a patient sample. The patient sample was repeated, and the (B)(6) result was (B)(6). The customer re-spun the sample tube, performed repeated testing, and the result was (B)(6). Due to the imprecision of test sample results, repeat testing was performed from a secondary sample tube, and the (B)(6) results were both (B)(6). This sample was repeated on two other advia centaur systems. The (B)(6) results were (B)(6) on one, (B)(6) on the other. The laboratory pathologist was consulted, and considered this to be a sample issue. A reactive result was reported by the customer. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the (B)(6) duplicate advia centaur xp hcv result.